Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced reservoir migration with this inflatable penile prosthesis. It was found that the reservoir migrated from the abdomen to the scrotum. A surgical procedure was performed wherein the existing reservoir was explanted and replaced. No additional patient complications were reported.